Event description:
Patient in surgery for laparoscopic appendectomy. [Redacted] was using covidien disposable laparoscopic vascular stapler to create staple line across the appendix. The first staple load loaded on the stapler closed on appendix but would not "fire". After multiple attempts, the staff replaced it with a second staple load which fired correctly, and the physician also then used another load which fired correctly and completed the staple line. The rest of surgery continued with no complications. No harm to patient. The staple load which would not fire was sequestered in the surgery office with the original packaging. Manager [redacted name] notified.